Event description:
Sorin group (B)(4) received a report that the s5 system lost communication with the cardioplegia pump and the data pad was not recording pressures and cardioplegia volume correctly during a procedure. There was no report of pt injury.

Manufacturer narrative:
Functional checks were performed by the service representative. No issues were found. The problem could not be confirmed. A serial readout was obtained from the arterial pump and submitted to sorin group (B)(4) for evaluation. Sorin group (B)(4) analyzed the readout but could not determine the root cause of the problem. This suggests that the pump may not have been configured correctly. They stated that no trend has been identified for this type of issue and no further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) mfrs the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 system lost communication with the cardioplegia pump and the data pad was not recording pressures and cardioplegia volume correctly during a procedure. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.